Event description:
The suction board of the cusa excel w/console 220v ac with footswitch was totally burnt out. The surgery was delayed two hours.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.